Event description:
It was reported six days post op, a laparoscopic gastric banding procedure, the pt complained of being obstructed. An x-ray was taken and the band was found to be twisted behind the stomach. The surgeon reoperated untwisted and reattached the same band. This was done successfully and the pt is doing fine. The original procedure was done by a single trocar incision.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation. Band remains implanted.